Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "we are utilizing the powerloc¿ max power-injectable infusion set pak with y-injection site, 20 g x .75 in on the pediatric oncology population at our facility for our 28-day continuous blinatumomab infusions. We are following the schedule of re-accessing our patients ports every 7 days as recommended, however on day 5 or 6 we are seeing a reoccurring pattern of the tubing of this product cracking and leaking." The customer reported this is a reoccurring event however an exact quantity of patients or devices were not provided.